Event description:
The allegation was reported through stryker facebook page: "stryker killed my father in law from their hip replacement. He got metallosis, it poisoned him."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.